Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient was not receiving effective therapy in the all the pain areas. Reprogramming was attempted to no avail and all impedances were normal. X rays were taken and revealed lead migrated from vertebral level c2 and c3. As a result, surgical intervention was undertaken on (B)(6) 2018, wherein the lead was repositioned covering the pain areas.

Event description:
Additional information identified that the issue remains unresolved at this time and the next course of action remains unknown at this time.